Event description:
A balloon ruptured at well beyond the rated burst pressure during a graft stent dilatation procedure. Following balloon rupture, it was noted the balloon material detached at the proximal bond. To prevent complete detachement of the balloon, successful surgical removal of the balloon catheter followed. The pt's condition is good. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was inflated and ruptured beyond its rated burst pressure. These circumstances may have contributed to this event. However, without evaluating the device the co is unable to determine the exact cause for this event. The co's direction for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommended...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."